Event description:
The valve was implanted in january, 1998. On 7/2/98, it was noted that the diaphragm of the valve did not close. The valve was revised on 7/6/98. Questioned whether it was caused by adhesion.